Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that the pump "completely takes her out of settings." There was no reported impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.